Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The pump had been alarming since (B)(6) 2014 because the pump had not been filled. It was noted that the pump was not going to be filled at this point and there was no plan to have the pump refilled in the future. The patient was in more pain as a result of the pump not being filled. The pump was set to minimum rate programmed full of saline. The pump was not going to be used per the physician and patient. The patient was "near end of life and unable to get to refills." The patient wanted alarms silenced without terminating the pump using the termination code. The pump had dilaudid infusing in the pump system prior to zero reservoir alarm. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11273r58, implanted: (B)(6) 2003, product type: catheter. (B)(4).